Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This issue was discovered during storage. It was further reported the tray that held the device was wet. The device was connected to the patient and infused for 46 hours; no leakage was reported during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.